Event description:
It was reported that the image was cutting out when c-arm is rotated. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.